Event description:
Customer reported 4/51 false positive results for flu b on sofia flu+sars. The customer communicated the results were confirmed negative by molecular (pcr testing).

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: could not duplicate with retains. Source: phone.